Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the physician chose not perform defibrillation threshold (dft) testing and decided to reprogram the lead to distal coil to can. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead from another manufacturer exhibited low out of range shock impedance measurements. Boston scientific technical services (ts) discussed troubleshooting with the health care professional; impedance measurements were tested in different vectors and it was concluded that there was likely a proximal coil issue. Ts suggested programming the system in rv to can configuration and performing defibrillation threshold (dft) testing. The system remains in service. No adverse patient effects were reported.